Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes reported that the insulin was spilling small amounts of ketones during infusion. There was no patient harm or no patient injury.